Event description:
The customer reported a malfunction resulting in the loss of display during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd display was replaced to resolve the issue. No patient information provided to date after calls to customer 05/16/2022 and "05/24/2026." Legal manufacturer: hcs (B)(4).